Manufacturer narrative:
Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Additional information regarding the incident has been requested.

Event description:
Hole in line.